Manufacturer narrative:
Unit had unresponsive button due to moisture damage keypad trace. No scroll bar/ramping numbers without button press noted. Cracked battery tube threads, cracked reservoir tube lip and scratched on display window and missing end cap sticker noted. Unit returned with bleeding lcd. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 239 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.